Manufacturer narrative:
On (B)(6), 2025, mentor was notified that the patient provided a previous last name; not her current one. The current last name was provided, and the patient identifier and initial reporter last name were updated. Patient identifier: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing left breast pain. She was diagnosed with a ruptured left breast implant using mammogram and ultrasound imaging and breast ptosis by a medical professional. Ultrasound findings also identified a right breast cyst. As a result, the patient underwent bilateral removal and replacement with natrelle (non-mentor) breast implants on (B)(6) 2024. This report is for the left breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia, breast cyst. Manufacturer¿s reference number: (B)(4).